Event description:
This cap had recently been changed within the last 24 hours because patient had received a blood product. After the cap change, medications and additional blood products were infused through the cap. No tpn/IV infused through cap. Patient did receive two lab draws from cap. From the rn report, the rn checked cap prior to the last disconnect of medication and flush and septum was functioning appropriately. Additionally, the septum of the microclave cap was stuck and didn't retract.this facility has seen approximately 6 events with sticking caps in the last month. We believe this is a matter for not flushing completely. The manufacturer was notified and education is being provided to staff.